Event description:
It was reported the stimulator and leads were explanted due to insufficient results. The lack of efficacy was gradual. The patient had tried multiple stimulation settings over time. The benefit did not outweigh the burden of the device. No technical issues were noticed. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).